Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03808. The pt received 2 scs leads with the same lot number. The pt reported she stopped using her scs system for approx a year and would like her scs system explanted due to not receiving effective stimulation in the needed area. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.